Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that health care professional (hcp) was concerned with device longevity remaining. Reportedly longevity remaining on dec 2016 = 4 years, mar 2017 = 3.5 years and device has stayed at 3.5 years in multiple subsequent checks. Patient is pacemaker dependent. Boston scientific technical services (ts) explained that this is normal operation. Time from elective replacement time (ert) to end of life (eol) was discussed with hcp. Remains in service. No adverse patient effects were reported.